Event description:
Customer reported the system would intermittently not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The interconnect cable was replaced to correct another problem. This may have corrected the loss of fluoro problem. System operates as intended.